Event description:
The customer reported the touch screen is unresponsive and will not calibrate. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the fb7 pin 2 and pin 3 shorting on the pm pcba created the touch screen to be unresponsive.

Manufacturer narrative:
Updated.